Event description:
It was reported that during follow-up, the implantable cardiac monitor exhibited intermittent undersensing. The device sensitivity was adjusted. The patient was in stable condition and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.